Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks for oversensing of noise. It was noted the patient had a left ventricular assist device (lvad) implanted five months earlier. Boston scientific technical services (ts) suggested programming the vector to alternate, however it was determined there was no sensing in that vector. Ts further suggested obtaining an x-ray. The field representative programmed therapy off in the subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient would be monitored. The noise was determined to be due to the interaction between the device and lvad. It was noted the physician was considering placing a transvenous implantable cardioverter defibrillator (ICD). The s-ICD and electrode remain implanted and no additional adverse patient effects were reported.